Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a scan error while attempting to connect a new freestyle libre 3 plus sensor to the ilet, with repeated unsuccessful rescans and a phone restart, after which the app indicated the sensor was already started and the ilet displayed a pairing indicator consistent with intermittent communication and an antenna-related component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with relevance to the device¿s antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.